Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient was hospitalization due to low blood glucose level. Length of hospitalization for few hours. The blood glucose level was 27mg/dl. Feeling sick/unwell symptoms were reported at time of hospitalization. Patient was treated with intravenous insulin. No further information available.